Manufacturer narrative:
Product analysis of the 97714 serial # (B)(4) found that the implantable neurostimulator (ins) battery is permanently damaged due to {x} over discharge{s}. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that they had a loss of therapeutic effect, a return of pain, arm numbness, and tingling in the arms. It was confirmed that the patient was implanted with their implantable neurostimulator (ins) for these issues. The patient stated that the therapy worked for the first 2 months after implant, but was now back to the way it was before. The patient was reprogrammed by the manufacturer¿s representative about 2 months ago and received good therapy but they again had a return of symptoms some time afterwards. The patient was programmed with high settings. It was also reported that it the patient was charging too frequently. They charge for 6 hours per day, 3 days a week. The patient noted that the ins ¿says it¿s dead¿ even though they just charged yesterday. They tried turning the stimulation off at night but the ins still depleted rapidly. It was unknown if the patient had any previous over discharge events. The patient charged to 100% full and saw the ¿sprites¿ which indicated that the ins charge level was full. It seemed the patient was familiar with proper recharging process. No falls or trauma were reported that were related to the issue. In addition, the patient stated that they had a connection issue where it was mentioned that they were not able to connect multiple times (intermittently) with the programmer and recharger but was later able to establish communication. It was confirmed that the patient was not receiving effective therapy at the time of this report but noted that they were effectively charging and using the stimulation. It appeared that the patient was able to charge and adjust the stimulation effectively ¿ they just had no therapeutic effect. The indication for use for the implanted device was noted as non-malignant pain. [Omitted information related to pe 701463174: seizures, pain with ins off] follow up information received on sept. 28, 2016 from the manufacturer¿s representative reported that the patient was charging too often (every other day). This was noted as different than before. The patient had not been recently reprogrammed or had switched to another group. They had also not recently increased parameters. It was unknown if there were any previous over discharge events related to the issue. No falls or trauma were reported that could be related to the issue. Therapy impedance checked showed a value of 393 ohms. There were no low impedance issues reported. Based on the patient settings (2.8v 360pw +-+ +-+ rate of 80) a recharge interval calculation showed recharging every 15 days. Recharging statistics were as follows: 7/31 duration 1.3hour to 50%, 8/10 duration 0.9hour to 50%,8/21 duration 1 hour to 25%, 8/28 duration 2.0 hours to 50%, and on 9/2 duration 6.2 hours to 100%. No symptoms were reported. Further follow up information received from the manufacturer¿s representative reported that the patient was seen on sept. 15, 2016 b ecause they claimed they were charging every other day. Recharging statistics showed they were charging every 5 days. [Omitted information related to pe 701463174: seizures, pain with ins off].